Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a minor scratched on display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the act and escbuttons on the customer's insulin pump stopped working. The customer's blood glucose value was 125 mg/dl. The customer was advised to discontinue insulin pump use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.